Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-01060. It was reported that the patient had high impedances on the lead contacts and the leads had migrated. In turn, surgical intervention took place on (B)(6) 2020, during which the terminal lead ends were removed and reinserted into the ipg. Therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.